Manufacturer narrative:
During implantation of an epic stent 9x40/8x50, a powerflex pro balloon catheter was used and the balloon burst. The maximum inflation pressure during inflation was 12 atmospheres. When the physician tried to deflate the balloon it was not possible anymore and it was not possible to pull the balloon out of the vessel. It could not be pulled out through the catheter sheath introducer (csi) and when trying to pull it out the balloon broke into two pieces. The first piece could be pulled out of the csi and the second piece could not. The second piece got stuck shortly before the distal end of the csi. The physician pulled out the csi, but the balloon did not come out. The surgeon had to do a 2-3cm (two to three) cut close to the puncture site in order to get the remains of the burst balloon out. There was no direct injury, only the required surgery in the groin. The current status of the patient is good. According to the physician, the balloon could not be deflated due to the amount of plaque. The patient¿s anatomy was mildly tortuous, heavily calcified and greater than 70% stenosis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). There were no anomalies noted during prep. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no resistance/friction while inserting the balloon through the guiding catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon did initially inflate normally. The balloon did not deflate at all before bursting. The balloon catheter did not kink while being used. There was no resistance/friction with other device. The product was not returned for analysis. A file with a picture of one powerflex pro 8mm x 4cm 80cm balloon catheter was received attached to the complaint. Per visual analysis of the picture the balloon appears burst and separated. A device history record (DHR) review of lot 17305612 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst- (peripheral)¿ and ¿balloon - separated-in-patient (peripheral)" was confirmed through analysis of the returned photograph. The exact cause of the events could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis greater than 70%) may have contributed to the burst. The separation may have occurred due to force being applied during the removal of the burst device. None of the DHR review or the analysis of the photograph suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant medical products: bard caliber inflation device, jopamiro 300. (B)(6). An appropriate patient code for surgery could not be found. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during implantation of an epic stent 9x40/8x50, a powerflex pro balloon catheter was used and the balloon burst. When the physician tried to deflate the balloon it was not possible anymore and it was not possible to pull the balloon out of the vessel. It could not be pulled out through the catheter sheath introducer (csi) and when trying to pull it out the balloon broke into two pieces. The first piece could be pulled out of the csi and the second piece could not. The second piece got stuck shortly before the distal end of the csi. The physician pulled out the csi, but the balloon did not come out. The surgeon had to do a 2-3cm cut close to the puncture site in order to get the remains of the burst balloon out. There was no direct injury, only the required surgery in the groin. The current status of the patient is good. According to the physician, the balloon could not be deflated due to the amount of plaque. The patient's anatomy was mildly tortuous, heavily calcified and greater than (B)(6) stenosis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). There were no anomalies noted during prep. The contrast media used was jopamiro 300. The contrast to saline ratio was 50:50. A bard caliber inflation device was used. The same indeflator was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no resistance/friction while inserting the balloon through the guiding catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon did initially inflate normally. The maximum inflation pressure during inflation was 12 atm. The balloon did not deflate at all before bursting. The balloon catheter did not kink while being used. There was no resistance/friction with other device. There are no procedural images or procedural cd available for review. The physician's dictated summary and procedure log is not available. An image of the separated balloon is available for review. The device will not be sent in for analysis.